Manufacturer narrative:
Alleged failure: it was reported that the diamond bur broke at the base during a procedure. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be excessive pressure such as bending or prying of the bur and maintained for a substantial amount of time may cause the driveshaft to finally fail due to material fatigue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the anchor broke during the procedure.

Event description:
It was reported that the anchor broke during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The manufacture date is not known at this time. However, should it become available it will be provided in future reports.